Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii and elecsys ft4 iii results for one patient sample with the cobas e 411 immunoassay analyzer serial number (B)(4). The customer reported the ft4 results to a physician who asked for re-measurement of the samples. The samples were sent for an investigation and were tested on a cobas e411 immunoassay analyzer, an abbott architect, and a siemens centaur. The investigation site e411 module serial number was (B)(4). The ft4 reagent used at the investigation site on the e411 was lot number 579081 with an expiration date of 31-oct-2022. Refer to the attachment on the medwatch for all patient data. This medwatch is for ft4. Refer to the medwatch with patient identifier (B)(6) for the ft3 assay.

Manufacturer narrative:
Based on the data provided, a general reagent issue can be excluded. An interfering factor can also be excluded. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and differences in reference materials/methods, and the standardization methodology used. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable elecsys ft3 iii and elecsys ft4 iii results for one patient sample with the cobas e 411 immunoassay analyzer serial number (B)(4). The customer reported the ft4 results to a physician who asked for re-measurement of the samples. The samples were sent for an investigation and were tested on a cobas e411 immunoassay analyzer, an abbott architect, and a siemens centaur. The investigation site e411 module serial number was (B)(4). The ft4 reagent used at the investigation site on the e411 was lot number 579081 with an expiration date of 31-oct-2022. Refer to the attachment on the medwatch for all patient data. This medwatch is for ft4. Refer to the medwatch with a1 patient identifier pt-(B)(6) for the ft3 assay.

Manufacturer narrative:
The investigation is ongoing.